Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 7058615.

Event description:
It was reported that patient underwent an explant procedure where all devices were removed for unknown reason. The explanted device will not be return as no representative attend during the procedure.